Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt mentioned that they noticed moisture on the pump heads. Pt has mentioned that they now have peritonitis. Pt is unsure if this was a result of the leak. Rn confirmed that pt had peritonitis and pd cultures were drawn and were positive. Pt received antibiotics, and the last dose was on (B)(6) 2013. The peritonitis has resolved; pt is fine. Companion sample is available.

Manufacturer narrative:
Medical records have been received by the manufacturer. At the conclusion of the clinical investigation, a supplemental report will be filed with the results of the clinical investigation. The actual device was not returned to the manufacturer for physical eval, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This medwatch report is associated with MDR # 2937457-2013-00067.